Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted during dissection that the previous onlay mesh was encountered and revealed a hernia defect. A large portion of the previous mesh was then removed using electrocautery as well as sharp dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. It was previously reported that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was also previously reported that the patient underwent open ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. Other procedures are captured in a separate file. No additional information was provided.